Manufacturer narrative:
On 21-dec-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
T was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detachment issue occurred. It was reported that the hemostatic valve popped off and disconnected from the vizigo sheath. They replaced the vizigo sheath, and the procedure continued. The brim cap broke. The hemostasis valve (gasket) did not dislodge inside the hub or outside the hub. The brim cap/hub detached from the sheath. The sheath was used on the patient. Air did not enter the patient¿s body. Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Bwi then conducted a visual inspection and a functional test of the side port. Visual analysis of the returned sample revealed that the hemostatic valve and the brim cap were in their place. No issues were identified with the device. A device history record was performed and no internal action related to the reported complaint was identified. The issue reported by the customer was not confirmed. Biosense webster¿s quality process ensures all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a brim cap detachment issue occurred. It was reported that the hemostatic valve popped off and disconnected from the vizigo sheath. They replaced the vizigo sheath, and the procedure continued. The brim cap broke. The hemostasis valve (gasket) did not dislodge inside the hub or outside the hub. The brim cap/hub detached from the sheath. The sheath was used on the patient. Air did not enter the patient¿s body. The brim cap detachment issue was assessed as MDR reportable.